Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a.(B)(4). Other devices used: catalog #00783401500, versys femoral stem, lot #61878471; catalog #00500104800, bipolar metal shell, lot #62158173; catalog #00500104728, multipolar bipolar cup liner, lot #62203207. This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that a patient was experiencing pain and trochanter bursitis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so no product evaluation could be conducted. This device was used for treatment. Device history records were reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent left hip hemiarthroplasty due to left femoral neck fracture and subsequently experienced pain.